Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lower part of the face with 1 ml of juvéderm® volift® with lidocaine, 1 ml of juvéderm® volux¿, and 1 ml of juvéderm® voluma¿ with lidocaine. Four months later, the patient was injected in the preauricular area and marionette lines with 1 ml of juvéderm® voluma¿ with lidocaine and in the nasolabial folds with 1 ml of juvéderm® volift® with lidocaine. Seventeen days later, the patient experienced ¿edema and erythema¿ in the chin area that was treated with a medrol dosepak with good results. However, 12 days later, the patient experienced ¿pain¿ when chewing. The patient was treated with augmentin without effect. Event was ongoing. This file captured the juvéderm® volux¿.